Event description:
Water leaks from hydraulic circuit (chiller).

Manufacturer narrative:
Water leaks from the chiller due probably to transportation shocks. Chillers replaced with new ones. The event was detected during the initial installation and, so it did not create injury to patient but only a delay on the treatment.